Event description:
It was reported that a stent fracture occurred. A percutaneous coronary intervention was being performed. Vascular access was obtained via the right femoral artery. The 2.4x18mm, concentric, denovo, total occlusion target lesion was located in the moderately tortuous and mildly calcified left circumflex to right coronary artery. A bmw floppy guide wire was used to cross the lesion distally by cannulating through a guidecatheter. The lesion was predilated with another manufactures 2.0x12mm balloon with residual stenosis of 30%. A 24 x 2.50mm promus premier drug eluting stent was selected but failed to cross the lesion. Another 24 x 2.50 mm promus premier drug eluting stent was advanced however, after deployment they found the there was adequate separation of the struts. The procedure was completed with another of the same device to cover the fractured stent. There were no patient complications and the patient was stable. It was further reported that the first promus premier stent was not fractured but failed to cross the lesion accompanied by morphological change in the stent and was simply removed from the patient's body. The second 24 x 2.50 promus premier stent crossed smoothly and was fully expanded with excellent deployment.

Manufacturer narrative:
B1. Adverse event/product problem corrected from adverse event and product problem to product problem only. B2. Outcomes attrib to adv event corrected to none. B5. Describe event or problem updated. D6a. Implant date corrected to none. H1. Type of reportable event corrected from serious injury to malfunction. H6. Impact codes corrected from additional device required to no health consequences or impact. H6. Device codes corrected from fracture to material deformation.

Manufacturer narrative:
Initial reporter facility name (B)(6).

Event description:
It was reported that a stent fracture occurred. A percutaneous coronary intervention was being performed. Vascular access was obtained via the right femoral artery. The 2.4x18mm, concentric, denovo, total occlusion target lesion was located in the moderately tortuous and mildly calcified left circumflex to right coronary artery. A bmw floppy guide wire was used to cross the lesion distally by cannulating through a guidecatheter. The lesion was predilated with another manufactures 2.0x12mm balloon with residual stenosis of 30%. A 24 x 2.50mm promus premier drug eluting stent was selected but failed to cross the lesion. Another 24 x 2.50 mm promus premier drug eluting stent was advanced however, after deployment they found the there was adequate separation of the struts. The procedure was completed with another of the same device to cover the fractured stent. There were no patient complications and the patient was stable.